Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, the handle and pull wires of the trapezoid lithotripter broke. The stone that was captured with the basket prior to the breakage was able to be dislodged and the device was removed from the pt's common bile duct. A stent was used to complete the procedure. There were no reported adverse affects to the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review revealed no anomalies with the lot number reported. Should further relevant details become available; a supplemental medwatch report will be field under the appropriate sequence number. Our direction for use outline appropriate placement, access and maintenance procedures.